Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for a seizure and hypoglycemia, with a blood glucose reading of 60 mg/dl. The customer stated that her last infusion set change was the same day as the event. The customer also stated that she was on a medication but was unsure how it would affect her blood glucose levels. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.